Event description:
A caller reported a cartridge alarm 20 with their insulin pump, but this did not cause their blood glucose levels to exceed 500 mg/dl. Tandem technical support decided to replace the pump since there were consecutive cartridge alarms. The customer planned to use multiple daily injections (mdi) as backup therapy, and a replacement pump with updated software and training resources was sent to them. The customer was instructed on returning the faulty pump and acknowledged the guidance provided by technical support.